Event description:
Numerous inadequate "fallback mode switch" and "ventricular fibrillation" episodes have been recorded in the subject ICD memories. One inadequate shock was delivered (the patient did not feel the shock). Intermittent noise oversensing in both chambers was visible in this treated episode; however "ar" markers were not always displayed, even during intervals with no ventricular oversensing markers (e.g. 02/05/2016; 13:44). The patient was interrogated about possible sources of external interferences; no source of emi could be identified. Reportedly, autosensing curves show a decrease in sensing in rv and ra channels since several months. Patient was decompensated at last follow-up. An investigation is requested to identify the most probable origin of the recorded oversensing episodes, and to understand why ar markers are missing during atrial noise sensing.